Manufacturer narrative:
The field service engineer performed additional maintenance actions on the analyzer. The analyzer was confirmed to be running back within specifications. Further investigations determined that although the issue was solved by the service actions, a specific root cause could not be determined.

Manufacturer narrative:
Further investigations determined the issue was resolved by the main pump adjustment.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. A roche field application specialist observed that the pressure of the main water pump was drifting. The field service engineer replaced the sample probe, adjusted the water pump, and checked the analyzer. No further issues were reported after performance of the service actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 303 analytical unit. The sample initially resulted in an hba1c value of 16 % and it repeated as 7 %.